Event description:
Pharmacy technician noticed when compounding vancomycin that one of the 0.9% sodium chloride 250ml bags was leaking on the hood table. Upon closer inspection, a hole was found in the bag. The bag was saved for further evaluation.